Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: cabalka ak et al. Transcatheter pulmonary valve replacement using the melody valve for treatment of dysfunctional surgical bioprostheses: a multicenter study. J thorac cardiovasc surg. 2018 apr;155(4):1712-1724.e1. Doi: 10.1016/j.jtcvs.2017.10.143. Epub (B)(6) 2017. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the safety and effectiveness of melody valve function in patients who underwent transcatheter pulmonary valve replacement (tpvr) into a dysfunctional pulmonary bioprosthetic valve (bpv). All data were collected from 10 centers between january 2010 and june 2015. The study population included 100 patients (predominantly male; mean age 22 years; mean weight 62 kg), all of which were implanted with a medtronic melody transcatheter pulmonary valve, and 20 of which had a previously implanted medtronic hancock bioprosthetic valve or a medtronic mosaic bioprosthetic valve in the pulmonary position. No serial numbers were provided. Among all patients, adverse events included: valve-in-valve implantation (melody valve placed into dysfunctional surgical bpv), 1 case of streptococcus viridans endocarditis with sepsis 18 months following tpvr procedure, pulmonary stenosis, severe pulmonary regurgitation, moderate obstruction, high right ventricular outflow tract gradients, and 1 case of vascular access site bleeding requiring transfusion and surgical repair of a femoral arteriovenous fistula and pseudoaneurysm 6 weeks after tpvr procedure. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.